Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted no abnormalities. Pmv performed functional testing which included the reloads were loaded into a pmv representative instrument for functional testing. The reloads were cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoidectomy procedure. The stapling device was being applied to the sigmoid colon. The reload loaded fine and the surgeon was able to close on the tissue and press the green button to enter firing mode. Upon squeeze to fire, a crack was heard. After the crack was heard, the surgeon was unable to continue firing load (squeezing the handle would move the handle but there was no corresponding knife blade movement. The reload was removed and placed onto a new handle with the same result. In order to resolve the issue and complete the case, the surgeon used a standard straight load to complete the transection of the colon (per standard practice). There was no patient harm. The patient status is alive, no injury.